Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the replacement devices used on (B)(6) 2021 were catalog number 3505455bc; serial number (B)(6) on the left side, and catalog number 3505455bc; serial number (B)(6) on the right side. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture baker grade ii date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a primary breast augmentation with a 535cc smooth mentor memorygel breast implant on both sides experienced right-sided grade iii capsular contracture postoperatively. Capsular contracture was diagnosed by physical examination. As a result, the patient was scheduled to undergo explantation on (B)(6) 2021. On july 21, 2021, mentor became aware that date of bilateral replacement surgery is (B)(6)2021. Replacement order was placed for catalog number 3505480bc. On july 23, 2021, mentor became aware that patient also experienced left side capsular contracture; baker grade ii in addition to right side capsular contracture; baker grade iii. This medwatch report is for the patient¿s left-sided device.